Manufacturer narrative:
Per email received on (B)(6) 2019 the complaint is no longer reportable because the procedure was completed with the same device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure the connected detachers do not work but do not appear an error loss. No back up device was available, but no delay nor patient injuries was reported.